Event description:
Customer reported erroneous low white blood cell (wbc) count was obtained for a body fluid sample for one pt when using the coulter lh 750 hematology analyzer. There were no instrument generated flags on the printout or workstation screen. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Service was not dispatched for this incident. Analysis of the algorithm indicated wbc voting logic states that there will be no voting performed if the average of all three apertures is below a defined threshold of around 0.7. Root cause for the erroneous wbc count is the wbc voting logic does not perform voting below threshold. An aperture was plugged with essentially 0 counts and the instrument failed to voteout the low count and averaged all 3 apertures. In this situation the instrument averages all 3 apertures including the nearly 0 and therefore the average counts are erroneously low. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.